Event description:
A pt presented for his routine hd treatment with a productive cough, pale, and drowsy. Within the first thirty minutes of treatment, the pt developed diarrhea at which time it was also noted he had a rash on his upper and lower extremities. Otherwise, the pt's dialysis treatment was uneventful. There were no arterial or venous pressure changes during treatment, and no alarms generated by the phoenix machine. The pt successfully completed his four hour and fifteen minute treatment. At the completion of his dialysis treatment, the t was transferred to the emergency room to be evaluated for the diarrhea and possible sepsis. Lab work confirmed the pt had hemolysis and pancytopenia. The pt was empirically treated with antibiotics, transfused with a total of 6 units of packed red blood cells and the pt continued to hemolyze throughout the hospitalization. Over the course of the hospitalization, numerous specialists consulted on this case, and no one could confirm the etiology of this pt's hemolysis. The pt's medical course and blood dyscrasia began to improve, and on hosp day twelve, the pt developed pulseless electrical activity with an unsuccessful cardiopulmonary resuscitation.

Manufacturer narrative:
The phoenix machine was inspected independently by both the hospital's biomedical technician and a gambro technical service rep and both concluded the machine was operating within MFR's spec. Based on the eval of the clinical info, and the results of the technical investigation, it is believed the events leading to the hemolytic reaction experienced by this pt were already in place prior to the initiation of his hemodialysis treatment. There is no evidence that suggests any of gambro's products caused or contributed to this pt's hemolytic event.